Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I purchased the comfort night protector and it worked good for 2 nights. On the third night, the device separated and I no longer can use it. I followed instructions to the letter to prep it. Can I use crazy glue to glue the thing together, is it safe?